Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the anchor was implanted, it broke with minimal force. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified the anchor still attached to the inserter, however, the tip of the anchor is fractured. No damage was noted on the inserter. Sample analyzed by sem showed that its tip fractured due to torsional overload. Eds semi-quantitative elemental analysis showed that it was consistent with ti-6al-4v alloy. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.